Event description:
It was reported that during a procedure to treat a de novo lesion in the right coronary artery with moderate tortuosity, mild calcification and 90% stenosis, pre-dilatation was performed. A 2.5x38 mm rx xience xpedition stent delivery system (sds) was advanced and pressure was applied to deploy the stent; however, the stent implant did not expand. The sds was withdrawn from the patient anatomy and it was confirmed that there was no damage on the stent implant and the connection between the inflation device and sds were correct. The sds was re-advanced to the target lesion and pressure was applied at 8 atmospheres; however, both balloon shoulders were inflated but the stent implant did not expand. The sds was withdrawn from the patient anatomy and another xience xpedition stent was implanted to treat the target lesion without issue. Reportedly, there was no reported resistance during advancement or retraction of the sds. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported failure to deploy were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue or failure to for this lot. It should be noted that the xience xpedition, xience xpedition sv (small vessel), and xience xpedition ll (long length) everolimus eluting coronary stent systems instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.